Manufacturer narrative:
(B)(4). Final analysis found insulation abrasion breaching the re cable lumen at 81.0 cm to 81.4 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.